Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to software error bad pointer alarm. Motor passed motor test.